Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they tried to put on new batteries but the insulin pump was not powering on. They reported that the display was blank at the time of the call. Insert battery alarm did not display on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.